Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 22: pressure sensor defective. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.